Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when deploying a 6f/7f mynxgrip vascular closure device (vcd) the end of the mynx did not properly deploy. All pieces of the device were removed. Manual pressure was held to complete the procedure. There was no reported patient injury. The user was experienced with the device. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) associated with the reported complaint was returned for investigation. Visual inspection confirmed that the shuttle was engaged with the black handle, and the stopcock was in an open position, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and the advancer tube were found in their manufactured positions. The sealant sleeve was not returned for this evaluation, and the balloon exhibited no abnormal conditions. No additional anomalies were noted during this visual analysis. The inflation/deflation functional test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, a deployment simulation test was performed, and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube was advanced as expected. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube and sealant were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Additionally, the missing sealant sleeve possibly occurred when removing the csi from the device or due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when deploying a 6/7f mynxgrip vascular closure device (vcd) the end of the mynx did not properly deploy. All pieces of the device were removed. Manual pressure was held to complete the procedure. There was no reported patient injury. The user was experienced with the device. The device is being returned for evaluation.